Event description:
It was reported that during a procedure, the suture broke at the connection of the needle and thread. The first stitch occurred and the needle got stuck in the breast tissue and was later removed. It was noted the patient had an x-ray and ultrasound to confirm that the needle had been completely removed. An additional new suture was used without issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.